Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. Reportedly, after swimming, the patient received an alarm and rebooted the pump. After rebooting, the buttons were unresponsive and the patient could not pass the verify screen. The reporter noted moisture behind the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 09/17/2013 - device evaluation: the pump has been returned and evaluated by product analysis on 08/27/2013 with the following findings: the complaint of unresponsive keypad buttons was not duplicated during testing. All keypad buttons were functional. There was visible moisture observed in the display. The keypad was removed and no evidence of contamination was found. Unrelated to the complaint, evaluation revealed a crack on the upper right corner of the pump case; the pump failed the leak test. The pump was opened and moisture/corrosion was found on all internal surfaces. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.